Manufacturer narrative:
The needle was returned for investigation. The needle manufacturing records were reviewed and no deviation or concerns were found. Upon visual inspection, the shaft was observed to be slightly bent and the tip blunt. Although the needle was bent, the freezing performance testing results were within specification and needle performance was not compromised by the deformation. Followup with the physician regarding the hematoma indicated that there was no further consequence from the hematoma. The root cause of this event was determined to be damage during use.

Event description:
Prior to a renal cryoablation procedure, the physician noted that the patient's large size would create a challenging case. The plan was to ablate the superior portion of the kidney tumor as the needle was not long enough for proper placement to ablate the entire tumor. An iceforce needle was connected to the system and tested using standard protocol with no errors reported. Due to the large size of the patient, the physician placed the entire needle into the patient in order to clear the CT gantry. A 38 second freeze at 100% intensity was preformed to keep the needle in place during the initial CT scan. Immediately following the initial freeze, the physician accidently tripped over the needle cable causing the needle to be pulled from the patient. There was a visual bend in the needle of roughly (15-20 degrees estimated) beginning at the proximal portion of the needle where the metal comes out of the handle. The physician bent the needle to the best of his ability to its original position. The needle was placed in sterile water and re-tested doing a 20 second freeze at 100% intensity. Ice formation was observed and the ice melted upon thawing, so the physician proceeded to place the needle in the patient. During the placement of the needle, a total of 1 minute and 20 seconds was used on the "stick" intensity. Once in position, the order was given to begin the first freeze. The freeze was at 100% intensity; around 8 minutes a scan was performed to see how the ice was progressing. Upon observing the first scan, it appeared the ice formation was only 18mm total around the needle. The decision was made to freeze a little longer to see if the ice would be more visual on the CT. The total freeze time of the first freeze was 12 minutes 42 seconds. During this freeze cycle, frost formation on the handle of the needle was noticed to be slightly different than what has been observed in past cases. A thaw cycle was initiated for 8 minutes 12 seconds. The second freeze cycle was conducted for 13 minutes and 54 seconds. Upon the final CT scan, there appeared to be no noticeable differences in ice formation from the first freeze cycle. The second thaw cycle was preformed for 3 minutes and 52 seconds. After the needle was removed from the patient, the physician decided to place a new iceforce needle in the same place as where the first needle was placed. The needle was placed in the same channel of the visual ice system and tested. The visual ice system reported no problems with the second needle and ice was observed during testing. The second needle was placed into the patient and a CT scan was done to confirm placement. After viewing the CT scan, there was a significant hematoma in the kidney from the first needle making proper placement of the second needle difficult. It was at this time the physician decided to end the procedure, the second needle never ran through a freeze cycle. The needle will be returned for investigation.

Event description:
Prior to a renal cryoablation procedure, the physician noted that the patient's large size would create a challenging case. The plan was to ablate the superior portion of the kidney tumor as the needle was not long enough for proper placement to ablate the entire tumor. An iceforce needle was connected to the system and tested using standard protocol with no errors reported. Due to the large size of the patient, the physician placed the entire needle into the patient in order to clear the CT gantry. A 38 second freeze at 100% intensity was preformed to keep the needle in place during the initial CT scan. Immediately following the initial freeze, the physician accidently tripped over the needle cable causing the needle to be pulled from the patient. There was a visual bend in the needle of roughly (15-20 degrees estimated) beginning at the proximal portion of the needle where the metal comes out of the handle. The physician bent the needle to the best of his ability to its original position. The needle was placed in sterile water and re-tested doing a 20 second freeze at 100% intensity. Ice formation was observed and the ice melted upon thawing, so the physician proceeded to place the needle in the patient. During the placement of the needle, a total of 1 minute and 20 seconds was used on the "stick" intensity. Once in position, the order was given to begin the first freeze. The freeze was at 100% intensity; around 8 minutes a scan was performed to see how the ice was progressing. Upon observing the first scan, it appeared the ice formation was only 18 mm total around the needle. The decision was made to freeze a little longer to see if the ice would be more visual on the CT. The total freeze time of the first freeze was 12 minutes 42 seconds. During this freeze cycle, frost formation on the handle of the needle was noticed to be slightly different than what has been observed in past cases. A thaw cycle was initiated for 8 minutes 12 seconds. The second freeze cycle was conducted for 13 minutes and 54 seconds. Upon the final CT scan, there appeared to be no noticeable differences in ice formation from the first freeze cycle. The second thaw cycle was preformed for 3 minutes and 52 seconds. After the needle was removed from the patient, the physician decided to place a new iceforce needle in the same place as where the first needle was placed. The needle was placed in the same channel of the visual ice system and tested. The visual ice system reported no problems with the second needle and ice was observed during testing. The second needle was placed into the patient and a CT scan was done to confirm placement. After viewing the CT scan, there was a significant hematoma in the kidney from the first needle making proper placement of the second needle difficult. It was at this time the physician decided to end the procedure, the second needle never ran through a freeze cycle. The needle will be returned for investigation.